Manufacturer narrative:
Corrected information added to g4: baxter aware date was corrected from (B)(6) 2020 to (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a picture was received and was visually inspected. The reported leak could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l apac, an external fluid leak was observed at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.